Manufacturer narrative:
There were no functional issues involving the enterprise stent during the procedure. Neither the catalogue number nor the lot number was available thus neither DHR review nor the product analysis investigation could be completed. Iiird nerve palsy, intraventricular hemorrhage and subarachnoid hemorrhage are known potential adverse events associated with the use of the enterprise vrd device. The enterprise IFU lists hemorrhage and neurologic deficits as potential adverse events. Although there is not product specific information available, all products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that the patient¿s presenting status, evolution of consequences from the presenting status, target lesion and procedural issues may have contributed to the reported events.

Manufacturer narrative:
The device will not be returned for analysis. Additional follow up for the event is being conducted. Additional information will be reported in 30 days. (B)(4).

Event description:
The contact from the facility reported that the patient had an episode of right eye third nerve palsy, subarachnoid hemorrhage, and intraventricular hemorrhage after the placement of an enterprise stent (enf452200/lot unknown) in the right middle cerebral artery (mca.) The enterprise stent was used in an off-label indication. Patient initially presented to the hospital with what was described as a ¿brain attack.¿ upon arrival to the emergency department, his nih score was 18, which was significant for left-sided weakness and dysarthria, aphasia, lethargy, left dense sensory loss and left visual field cuts. Cta/ctp was obtained that revealed acute thrombosis of the right internal carotid artery (ica) carotid artery terminus, right m1 and proximal right p1 segments. There was right mca distribution, large ischemic infarction with areas of mismatched blood flow and volume perfusion. Patient had a right carotid arteriogram, thrombectomy and placement of right mca stent on the day of arrival to the emergency department. Patient was then admitted to the neurologic intensive care unit for very close neurologic surveillance. Following his procedure he was noted to have an episode of right eye third nerve palsy while an mr was being obtained. It was self-limiting, however, subsequent imaging revealed subarachnoid hemorrhage with intraventricular hemorrhage. Dual anti platelet medications were adjusted accordingly. His examination returned to the baseline exam following the procedure. He was monitored closely clinically as well as radiographically in the neuro ICU for several days following his procedure secondary to post-procedural hemorrhage. Fortunately he continued to do well. He was discharged home on postoperative day 8 in good condition. He was afebrile, his vital signs were stable.

Manufacturer narrative:
Additional information was obtained. Two weeks post thrombectomy the patient was reportedly doing well neurologically and the physician anticipated a good recovery from the event. The patient remains on antiplatelet medications due to the subarachnoid hemorrhage following the initial thrombectomy.